Event description:
Caller reported occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy without requiring third-party assistance. Customer technical support (cts) guided the caller through various troubleshooting. The customer replaced supplies and resumed insulin.